Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 for a high blood glucose level of over 600 mg/dl. The customer was treated with manual injections of insulin. The customer was not answering any of the questions asked of them regarding the issue with their insulin pump. The customer declined any assistance with trouble shooting and stated that they wanted to talk to their lawyer first. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.